Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported unspecified failure mode could not be determined. Additionally, a conclusive cause for the reported patient effect of hematoma, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Event date: estimated date. The device(s) are not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information. "A retrospective study on the use of heparin for peripheral vascular intervention".

Event description:
This article retrospectively compared immediate outcomes for patients who receive and those who do not receive heparin during lower limb endovascular intervention. Although, starclose, used in 109 patients, resulted in some patients experiencing: unspecified device failure with conservative treatment or treatment with another device and hematoma with conservative treatment, there were no complications as a result of the unspecified device failures. The conservative treatment did not delay discharge and did not require blood transfusion or surgery. The retrospective study concluded that heparin use and non-use of a closure or compression device was associated with an increased risk of access site bleeding. Specific patient information is documented as unknown. Details are listed in the attached article, titled "a retrospective study on the use of heparin for peripheral vascular intervention".